Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. The analysis results found that the device (a) was received with the handle coating damaged. However, it could not be determined what may have caused this condition. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that the device (b) was received with the handle coating damaged. However, it could not be determined what may have caused this condition. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: disposable serial # (B)(4). Expiration date: na. Manufacturing date: 11/2007.

Event description:
It was reported that the coating on the handle is cracking.